Event description:
It is reported that the patient received an acetabular cup, right side and underwent a revision surgery due to pain, discomfort and loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The devices were returned and the result of the visual examination has been made available. Review of event details: the patient underwent hip arthroplasty in right hip on (B)(6) 2007. The patient then underwent a revision on (B)(6) 2011 due to pain and loosening. Neither surgical report nor x-rays were provided for review. Visual examination: during the visual examination the durom acetabular component presented missing porous coating section near rim, in the rest of the porous coating it exhibited small patches of white third body particles. Also, circumferential scratches on pole center of the arterial face of the acetabular component and major edge deformities. Metasul ldh femoral head presented minor edge deformity present on the inner and outer chamfer of the face approximately 5 degrees clockwise from the zimmer trademark. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as stated in the previous report. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).